Event description:
It was reported that the burr hole device clip failed to lock when closed. The jaws of the clip would fall open when closed. The physician inspected the burr hole and confirmed that the locking mechanism was free from impediment. The physician repeatedly attempted to lock and secure the lead by closing the jaws of the clip until the it appeared to locked. Gentle pressure was applied to the jaws to confirm the mechanism was secure and the jaws would fall open again thereby freeing the lead. The physician continued to attempt to close the jaws until the locking clip appeared to hold. This whole process was repeated with second burr hole device for the second intracranial dbs lead. The physician inspected the burr hole that was created to confirm that there were no obstructions which would prevent proper closure and locking of the burr hole device clips. The was performed bilaterally as two burr hole devices were used for this procedure. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the implanting hcp successfully closed the burr hole device clip after several attempts, but it was unclear what was different about the final successful attempt (which made the hcp question how long it would hold the lead in place).

Manufacturer narrative:
Concomitant medical products: product ID: b31000, lot#: 082m07622, implanted: (B)(6) 2023, product type: accessory. Other relevant device(s) are: product ID: b31000, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.